Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted into the patient on (B)(6) 2017. The patient experienced complications. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; thigh pain; inability to have intercourse; difficulties with bowel motions; psychiatric injury.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a tension-free vaginal tape placement and cystoscopy procedure performed on (B)(6) 2017 for the treatment of stress incontinence. The patient experienced complications following the procedure. Back pain, vaginal pain, pelvic pain, groin pain, thigh pain, dyspareunia, constipation, and an unidentified mental, emotional, or behavioral problem are among the symptoms of the patient.

Manufacturer narrative:
Block a1: (B)(6). Block b3 date of event: date of event was approximated to (B)(6) 2017, implant procedure date, as no event date was reported. Block h6: patient code e1405, e0206, e2330 captures the reportable event of dyspareunia, unspecified mental, emotional or behavioral problem and pain. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.